Event description:
It was reported that the insulin pump had a continuous tone. Troubleshooting was performed. It was also reported that the customer was hospitalized five months ago due to diabetic ketoacidosis. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.